Event description:
Per the physician, the patient has experienced a decrease in performance due to thickened scar around the pedestal of the device. Per the physician, the patient has hypertrophic skin growth and has had two revision surgery¿s (dates not reported) and is still experiencing over growth. The patients site is swelling and the physician expressed a small amount of puss, administered the patient an injection of kenalog and prescribed clobetasol propionate and cephalexin.

Manufacturer narrative:
Implanted device remains.